Manufacturer narrative:
Additional narrative: event date: unknown. A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken and was not returned. No definitive root cause was able to be determined as method of use at time of failure was not available. Per the technique guide, the cannulated hex screwdriver (03.227.041) is a component of the 4.5mm and 6.5mm headless compression screws system where it is utilized for 6.5mm screw countersink and removal. The returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to have an oblique fracture; fragment (approximately 2.5mm x 5mm) was not returned. No definitive root cause was able to be determined as method of use at time of failure was not available. Relevant drawings for the returned instrument were. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 16.mar.2009. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while picking up a set from a surgery center it was discovered that the tip of screwdriver is broken off/missing. It is unknown was the breakage occurred, but it was confirmed that there was no patient or procedure involvement. This is report 1 of 1 for (B)(4).